Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. However, factors that may contribute to a separation may include, but not limited to, manufacturing damage, interaction with the anatomy and physician applies excessive force against resistance. The reported removal of foreign body, medical intervention and delay to treatment/therapy appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event is estimated. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information..

Event description:
It was reported that a 2.5x15mm trek balloon dilatation catheter (bdc) was being used when the shaft separated. The separated portion was retrieved. There were no adverse patient sequelae, but there was a clinically significant delay in the procedure. No additional information was provided.